Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 485mg/dl, with vomiting, agitation, and weakness, associated with an alleged power issue. Reportedly, the patient remained on the pump, and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the pump had intermittent power, the battery cap was unable to tighten to the pump, the battery compartment was cracked, and the battery cap yellow o-ring was visible. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.